Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was unable to clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unable to clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. The damage was found near the base of the clip groove, causing a .028" offset at both tips. As a result, the clip will not properly clamp. The instrument was placed on an in-house system and clip was able to be loaded. However, after several attempts at clamping, the instrument failed the clip test. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely be grips with an offset <0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.